Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 28aug2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge door latch would not open most times. A field service engineer assisted the customer over the phone with shutting down the station and reseating the latch connection inside the remote manager to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager failure. The customer reported that the fridge door latch was not opening most of the time. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.